Event description:
It was reported that a 22mm amplatzer septal occluder was selected for a patient with a septum secundum atrial septal defect on (B)(6) 2022. The defect was sized using a transesophageal echocardiogram (tee) using a complaint unknown sizing balloon at 20-21mm, therefore a 22mm amplatzer septal occluder was selected using a amplatzer trevisio delivery system. The delivery sheath and device were prepared as per instruction for use (IFU) without issue. The delivery sheath sheath was placed in the left atrium (la). The device was brought up the sheath without issue. As the left disc was unsheathed, it formed a cobra head deformation. The device was fully unsheathed in the la, but the cobra head deformation on the disc remained. The device was fully recaptured into the sheath in the la. A second deployment was attempted, but deformation remained on the left disc. The device was fully recaptured a second time and removed from the patient without issue prior to release from the delivery cable. A second 22mm amplatzer septal occluder was prepared as per IFU and implanted successfully without issue. The patient remained hemodynamically stable throughout the procedure. There was no interaction with cardiac structures during deployment and no angulation or kink noticed on the delivery system. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However one photo was received from the field appearing to show the distal disc of the occluder during deployment from the delivery system presenting cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.